Event description:
Customer reported that the alarm has power, but a continuous alarm tone when pressure is on the pad. Also, the technician was testing the alarm with an old sensor and did not want to test it with a new one. There was no pt incident or injuries reported.

Manufacturer narrative:
Eval: results: eval of the returned product found that the unit powers up but alarm is continuous when pressure is on the pad while using sensor# 1 receptacle. The unit silences when it should when using sensor #2 receptacle. Nurse call light turns off intermittently at the test fixture if cable is wiggled. A working test fixture and cable were used to test the nurse call function. The unit passes all other functional tests when using sensor#2 receptacle. Note: the instructions for use state that: to reduce the risk of serious injury or death, inspect and test alarm function each time before leaving pt unattended. Do not use the alarm or sensor if is does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).